Event description:
During the stenting of a bifurcating proximal circumflex lesion an intraprocedural complication of "pinching of the ostium of the second obtuse marginal branch (om2)" necessitated treatment (ae). 2005 updated clinical impression (per ecypher registry) this patient presented with class iiia unstable angina and 2 vessel coronary disease. His pre-procedure medications included plavix, asa, beta-blockers, anti-anginals and lipitor. Lesion 1-1 was a proximal circumflex that previously been treated with balloon, arthrectomy and stent. The lesion was a readily accessbile 3.0 x 12mm proximal segment. It was located in a bifurcation that required double wire technique. It was a smooth, class b2, concentric lesion, with little or no calcification and no thrombus. The lesion was not pre-dilated. A 3.0 x 13mm cypher stent was deployed at 16 atm and was post-dilated for under-dilation with a 3.0 x 6.0mm balloon at 24atm. The mld pre-procedure was 1.2mm and 3.2mm post-procedure. The lesion was 75% occluded pre-procedure and had 10% residual stenosis. The timi flow was iii both pre and post procedure. An intraprocedural complication reports that the guide wire used (MFR unknown) created an initimal flap in the aorta below the renal arteries, no compromise and no peripheral intervention was indicated. (Ae1) this event is noted to be unrelated to the cypher device and highly probable to be related to the procedure.